Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two sprinter legend rx ptca balloon catheters were used to treat a calcified lesion in the distal rca with cto. The devices were inspected before use with no issues noted. Negative prep was performed with no issues noted. Resistance was encountered when advancing the devices. Excessive force was not used. The devices did not pass through a previously deployed stent. It was reported that a balloon rupture occurred on the first inflation during an attempt to do a side branch protection. The balloon was not over dilated. As the balloon expanded the contrast leaked out. The balloon was withdrawn and exchanged for a new sprinter legend rx of the same size and the same issue occurred again. No patient injury reported.

Manufacturer narrative:
The balloons were inflated to 10atm. As the balloon expanded the contrast leaked out. If information is provided in the future, a supplemental report will be issued.